Event description:
The power turned off during the case, the microtip stopped working.

Manufacturer narrative:
The unit will not be returned because it was disposed of. The unit was not returned for eval. It is not possible to verify an assignable cause for the failure without evaluating the alleged complaint unit. Insufficient info for a complete investigation. The DHR for microtip lot 25513-02 was reviewed and showed that the units met mfg specs when released and there were no issues related to the complaint. (B)(4).